Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: on (B)(6) 2015: a (B)(6) male patient underwent tevar to treat aortic dissection of chronic phase. Zteg-2pt-32-160-pf-d ((B)(4)) was used for the procedure. On (B)(6) 2015: one month follow up contrast enhanced CT was performed. On (B)(6) 2016: received the information of the patient's death (the patient died early (B)(6) 2015). Autopsy was not performed. The patient had appealed chest pain; however, details unknown. Patient outcome: the patient died early (B)(6) 2015.

Manufacturer narrative:
Due to the additional information received the patient died of septicemia caused by cellulitis and aortic aneurysm infection which suggest that our device did not cause or contributed to the death. Therefore this event is now considered not reportable according to medical device reporting 21 cfr part 803. Manufacturer ref# (B)(4). Similar to device under 510(k) p070016. (B)(4). Investigation is still in progress

Event description:
Description of event according to initial reporter: on (B)(6) 2015: a (B)(6) male patient underwent tevar to treat aortic dissection of chronic phase. Zteg-2pt-32-160-pf-d (e3336459) was used for the procedure. On (B)(6) 2015: one month follow up contrast enhanced CT was performed. On (B)(6) 2016: received the information of the patient's death (the patient died early (B)(6) 2015). Autopsy was not performed. The patient had appealed chest pain; however, details unknown. Additional information received: on (B)(6) 2015: cellulitis was observed, and antibiotics were administered. (It was reported as it was not related with the device.) On (B)(6) 2015: septicemia was observed, and antibiotics were administered. (It was reported as it was not related with the device.) On (B)(6) 2015: the patient died due to septicemia caused by cellulitis and aortic aneurysm infection. Patient outcome: the patient died on (B)(6) 2015.